Event description:
This is a spontaneous case report received from a lawyer in the united states on 27-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent contraception. On or about (B)(6) 2011, plaintiff had hysterosalpingogram (hsg) test that confirmed there was no evidence for leakage associated with the essure device in both the right and left fallopian tubes. Plaintiff reported to her healthcare provider that she was experiencing severe pain and bleeding, as well as vaginal discharge and possible infection. On or about (B)(6) 2013, she saw her physician and underwent a hysterectomy. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as pelvic pain) and bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since device removal was required. Product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), genital haemorrhage ("bleeding") and endometriosis ("endometriosis/ endometriosis stage 4") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1985, live birth in 1989, live birth in 2001, c-section, stenosis, candidiasis, hyperglycemia, candidiasis and urinary tract infection. Social history was negative for smoking and alcohol. Previously administered products included for prevent pregnancies: depo-provera on (B)(6) 2010; for an unreported indication: betadine and birth control. Concurrent conditions included obesity, allergic reaction to antibiotics, hypertension, hyperlipidemia and drug allergy (nausea, weak and lightheaded). Concomitant products included metoprolol and tussionex pennkinetic (chlorpheniramine w/hydrocodone). On 12-jan-2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced rash ("rashes or skin conditions (rash)"). In (B)(6) 2011, the patient experienced migraine ("migraines after the essure was implanted"), procedural headache ("headaches after the essure was implanted") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced weight increased ("weight gain/loss (specify which one) gained weight"). In (B)(6) 2011, the patient experienced vision blurred ("vision/eye problems (blurred vision)") and eye disorder ("vision/eye problems (blurred vision)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2013, 2 years 11 months after insertion of essure, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("and possible infection") with vaginal discharge, abdominal pain upper ("stomach pain (constantly in pain and severe)/ severe stomach cramping") and back pain ("back pain (constantly in pain and severe)/ severe back ache"). The patient was treated with surgery (she had salpingectomy and oophorectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, vaginal infection, urinary tract infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, procedural headache, dysmenorrhoea, dyspareunia, vision blurred, eye disorder, fatigue, weight increased and alopecia outcome was unknown and the abdominal pain upper and back pain had resolved. The reporter considered abdominal pain upper, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, migraine, pelvic pain, procedural headache, rash, urinary tract disorder, urinary tract infection, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she had pain medication for urinary tract infection, migraines, headaches and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: ptc global number: 2016-055549 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue ivolved in the complaint. No specific quality issue was defined, therefore no mecidra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation wîth respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-aug-2018: plaintiff fact sheet received, event added: hair loss. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no mecidra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as pelvic pain) and bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), endometriosis ("endometriosis/ endometriosis stage 4") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1985, live birth in 1989, live birth in 2001, c-section, stenosis, candidiasis, hyperglycemia, candidiasis and urinary tract infection. Social history was negative for smoking and alcohol. Previously administered products included for prevent pregnancies: depo-provera on (B)(6) 2010; for an unreported indication: betadine and birth control. Concurrent conditions included obesity, allergic reaction to antibiotics, hypertension, hyperlipidemia and drug allergy (nausea, weak and lightheaded). Concomitant products included metoprolol and tussionex pennkinetic (chlorpheniramine w/hydrocodone). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions (rash)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 2 years 11 months after insertion of essure, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("and possible infection") with vaginal discharge, migraine ("migraines after the essure was implanted"), headache ("headaches after the essure was implanted"), vision blurred ("vision/eye problems (blurred vision)"), eye disorder ("vision/eye problems (blurred vision)"), weight increased ("weight gain/gained weight"), abdominal pain upper ("stomach pain (constantly in pain and severe)/ severe stomach cramping") and back pain ("back pain (constantly in pain and severe)/ severe back ache"). The patient was treated with surgery (she had salpingectomy and oophorectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, endometriosis, genital haemorrhage, vaginal infection, urinary tract infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vision blurred, eye disorder, fatigue and weight increased outcome was unknown and the abdominal pain upper and back pain had resolved. The reporter considered abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she had pain medication for urinary tract infection, migraines, headaches and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative . Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue ivolved in the complaint. No specific quality issue was defined, therefore no mecidra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation wîth respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-feb-2018: reporters added and updated patient. Historical condition, concomitant disease and drugs, laboratory data were added. Updated suspect drug inaction. On an unknown date, she had migraines, weight gain, stomach pain, back pain. In 2011, she had apareunia, rashes or skin conditions (rash), bladder, urinary problems or changes, dyspareunia (painful sexual intercourse), vision/eye problems (blurred vision). In (B)(6) 2011, she had urinary tract infection. In (B)(6) 2011, she had dysmenorrhea (cramping), fatigue. On (B)(6) 2013, she had endometriosis/ endometriosis stage 4 and updated events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.